Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 279 mg/dl. She retested using another meter and received a reading of 110 mg/dl. The difference between the readings falls in the ¿c¿ zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to the customer and she is expected to return her strips for eval. Unable to obtain strip info. Meter info was provided.

Manufacturer narrative:
The customer initially advised that she discarded the test strips and the strip information was not provided. She later returned the breeze2 strips for evaluation: model# 1465a, lot# 1a6193aa, expiration date 08/31/2013, manufacture date 02/01/2012.